Event description:
Preoperative diagnoses: pelvic pain after vaginal mesh placement, stress urinary incontinence, non healing perirectal abscess. Postoperative diagnoses: same, urethrovaginal fistula. Procedure: examination under anesthesia, urethrovaginal fistula repair, autologous rectus fascia pubovaginal sling, periurethral scar revision, abdominal scar revision, marsupialization of perianal abscess, and cystourethroscopy.